Manufacturer narrative:
Investigation conclusion: based on the investigation performed, a single root cause could not be determined. Three contributing root causes were identified as follows: incorrectly fitting the blade to the handle and applying excessive force may result in breaks of lip of the heel. Applying excessive force when attaching the blade to the handle may result in breakage. Correction/disposition: based on the above investigation we may suppose that there is some use error during the installation of blade on handle that led to breakage issue. So we request to our client to guide the end user to read and follow the IFU before using the disposable blade.

Event description:
While using the disposable miller size 3 blade for pt's intubation and direct visualization, blade broke at the attachment piece that connects it to the laryngoscope handle. Another blade was used successfully, as informed by reporter.